Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. It was also noted that the right atrial lead was causing pocket stimulation and was not capturing. The device was reprogrammed. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of ¿not capturing appropriately¿ was confirmed. A partial lead with the distal tip measuring 54.2 cm was returned for analysis. External insulation abrasion exposing the outer coil was noted at 38.3-38.7 cm from the distal tip consistent with lead friction to another device or feature of the heart.